Event description:
In 2004, the pt contacted lifescan alleging that his one touch ultra meter would not power on. The last date and approximate time of testing was one day earlier, at 5:45 pm. He tested on an unknown type of meter and obtained a 276 mg/dl. He contacted a medical professional for advice; however, no treatment was specified. The customer care representative verified that the patient was using the correct type of test strips, the battery was replaced less than 1 year ago, the battery contacts were in good condition, and the battery was correctly installed. The pt neither alleged harm nor experienced injury or medical intervention. Based on the info available, there is an indication that the product malfunctioned and that the event meets the criteria for a medical device reportable. Issue was not resolved through troubleshooting. The meter was replaced.

Manufacturer narrative:
Lifescan has requested the return of the subject meter for evaluation, but has not yet received it. If the meter is returned, lifescan will evaluate it and, if the meter does not pass inspection, lifescan will inform FDA of the results in a supplemental report.